Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover had scratches and video y/c and dvi outputs show wear. A functional evaluation noted that the 32 conductor cable was partially disconnected. The light engine was disassembled. The catheter interface contacts and connector socket assembly were cleaned. Light engine calibration was performed and a test was ran. The 32 conductor flex cable, y/c video output connectors and dvi video output connector, top cover, and gasket were replaced. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. Most likely, problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device could have affected the device performance and its integrity leading to the reported event. An investigation is in place to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a spyglass ds digital controller was used during an endoscopic retrograde cholangiopancreatography (ercp) with spy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the controller kept on switching off. Reportedly, the power cord and cables were connected tightly to their connection points. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass ds digital controller was used during an endoscopic retrograde cholangiopancreatography (ercp) with spy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the controller kept on switching off. Reportedly, the power cord and cables were connected tightly to their connection points. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.